Event description:
It was reported that the 9800 system displayed an interconnect error prior to a case. Another system was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Found the interlock switch sticking. Cycled switch several times and the system booted as expected. It was also noted that the footswitch and cross arm brake assembly needed replacement. Replaced the footswitch and cross arm brake assembly. The system was tested and found to be working as intended and placed back into service.